Event description:
A pk dissecting forceps instrument was returned without a return material authorization. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. No malfunction of the da vinci system was alleged.

Manufacturer narrative:
No reason for return was provided. A complaint cannot be confirmed or denied. The instrument was returned and evaluated. Engineering observed a frayed cable and tube damage. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the instruments wrist. Other cables at the wrist were not damaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were .150 - .180 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer returned instrument does not itself constitute a MDR reportable event; however; the frayed cable and or tube abrasions with material removal, if to recur could cause or contribute to an adverse event.